Manufacturer narrative:
Patient information was unavailable from the site. The site has not approved the quote for service. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a cranial resection procedure. It was reported the system was repeatedly having connectivity issues with the camera during the procedure. It was noted the system had to be rebooted several times to complete the procedure. After several reboots, the system did keep connectivity to complete the procedure. This issue occurred intraoperatively and caused a less than one-hour delay. There was no reported impact on patient outcome.

Manufacturer narrative:
Additional information: initial reporter and patient demographics updated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning as intended. The system then passed system checkout and was found to be fully functional. A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined. If information is provided in the future, a supplemental report will be issued.